Manufacturer narrative:
Update: d9, h3, h6 correction: follow-up report submitted to document the device was not available for evaluation. H3 other text : device not returned.

Event description:
Per the customer, the virtual tool tip screw projection only showed about half the length of the screw, this could lead to inaccuracies. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, the virtual tool tip screw projection only showed about half the length of the screw, this could lead to inaccuracies. The procedure was completed successfully without a surgical delay. No medical intervention or adverse consequences were reported.